Event description:
It was reported by the pt that she had a sling placed for urinary incontinence/cystocele by her gynecologist. The sling eroded through her vaginal wall within a few weeks after surgery. The pt stated that she had bleeding, foul smelling discharge, and pain. After several tries with estrogen therapy, the erosion was getting worse. On two and a half months later, she had repair of the erosion to try to oversew the area and get the vaginal wall to heal. During a visit to the doctor eight days later, the pt complained of bleeding, foul discharge, and pain. On a second post-op visit on the following month, the erosion was again visible. She was sent immediately to a urologist for further treatment. Her urologist did several tests to make sure the sling had not eroded into her bladder and scheduled her for removal of the sling. The pt stated that she had surgery by the urologist twenty four days later to remove as much of the eroded sling as he could. While in the recovery room after this surgery on the same day, she started hemorrhaging and had to go immediately back to surgery for exploration to find and stop the bleeding. No further complications have been reported.